Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the tower door was not recover. A field service engineer (fse) assisted the customer in recovering the failed tower door, as the storage recovery option was unavailable. Door was recovered and user verified the operation. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, failed drawer icon shown up and customer tried to attempt to reboot the device, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.